Event description:
It was reported that during the procedure, the trocar was accidentally passed through the bladder. When the trocar was removed, it caused additional bladder tearing. The procedure was completed using another lynx sling device. As a result of this incident, the patient experienced complications such as perforation, hematoma, and bleeding, requiring medical and surgical interventions, including catheter and ongoing monitoring for healing.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the batch/lot number of the device; therefore, the manufacture date and expiration date are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a150205 captures the reportable event of difficulty to advance. Patient code e2114 captures the reportable event of perforation to the bladder.